Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that there is no power supply in the device. There was no reported patient involvement.

Event description:
The customer reported that there is no power supply in the device. There was no reported adverse patient impact.